Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed with the outcome of the investigation. A 3rd sample was alleged, but no further details, including data and kit lot used, or confirmation of allegation was provided to date. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer in the united states reported that there were two false positive sars-cov-2 results generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01110z, expiration date 31-october-2021; serial number (B)(4) and lot 10119x, expiration date 31-december-2021, serial number (B)(4)). Though requested, no additional information was provided. No harm was alleged. 2 mdrs are being submitted.

Manufacturer narrative:
An investigation was performed and upon review of the data provided, two out of three samples alleged were identified. Low levels of amplification could be seen for each of these runs, which indicates samples with a low viral load near the limit of detection (lod) of the assay. Samples that contain this low quantity of viral material are expected to generate wavering results from run to run. An investigation on the alleged reagents was also performed and ruled out any contribution to the allegation. Added sample type/collection information and the fact that the same samples were retested on other liat instruments and generated negative results. (B)(4).